Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in the united kingdom on behalf of the user facility in the united kingdom. "On turning the avea on the screen stayed blank the ac light was on and the battery status was green. Inspected/checked/straightened uim cable but still the same. New uim fitted and tested - working ok".

Manufacturer narrative:
The distributor in the (B)(4) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the distributor. The distributor in the (B)(4) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The distributor in the (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in the (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation. As of the april 02, 2015 the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis (fa) lab received an avea user interface module (uim). After powered on, the screen stayed blank and all the led¿s were on, repeating the reported issue. Fa tried uploading software but there was no communication. Separated the issue to a corrupted boot loader in software version 4.6 as described in an internal action. Re-loading the boot loader program corrected the screen being blank when powered on. Fa then uploaded software version 4.6b and communication went through and the uim fully boots up and no further malfunctions were found after several cycles of power. Failure due to a corrupted boot loader. This reported event considered a known issue addressed with an internal action.